Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sionblue; guide cath: 7f ebu3.5. The device will not be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the circumflex with moderately tortuosity, heavy calcification, and 90% stenosis. After a non-abbott guide wire crossed the lesion, dilatation was performed with a 1.5 x 12 mm mini trek balloon for two inflations. Then additional dilatation was performed with a 2.0 x 12 mm mini trek balloon. However, the balloon ruptured during the second inflation at 14 atmospheres (atm). A 2.5 x 15 mm xience xpedition stent and a 2.25 x 8 mm xience prime stent were implanted and post-dilatation was performed with a 2.5 x 15 mm non-abbott balloon to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.